Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to bad charged-coupled device (ccd). It is likely that the cause of the faulty ccd failure is due to poor watertight from the rear cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: a 3rd party cable, unit failed water leak test from the rear cover, and a faded serial plate. The customer did not give approval for the device repair and requested that it be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition autoclavable camera head needed to be refurbished. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the device did not display an image due to a faulty charge-coupled device. This report is to capture the reportable malfunction of no image noted at estimation.